Event description:
Procedure type: laparoscopic cholecystectomy. According to the rptr: the device was inserted from the right subcostal area to the camera port. In use, it was noticed through the camera that the dilation shield on the tip of the inner tip was broken. The fallen piece could be retrieved by a clamp. Another device was used. No bleeding or tissue damage occurred and the operating room time was not extended more than 30.

Manufacturer narrative:
(B)(4).